Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported a medical physicist was performing an impedance check twice on the patient's device and found there were low impedances on contacts 1 and 2 and the rest of the values were fine. The caller asked if the patient could have a knee scan with a transmit/receive knee coil. It was reviewed mris are not recommended for any deep brain stimulation (dbs) patient with now impedance values. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there were still low impedance readings for contact 1/2 in the left hemisphere. The patient was not programmed to these contacts. The monopolar c1 and c2 seem to be fine. The patient was not having therapy issues.